Event description:
Getinge became aware of an issue with one of our modular operating tables. As reported, at the beginning of surgery a fully sedated patient was being positioned into a sitting position using the hand controller. During this process, the back plate continued to move after the control button was released and exceeded the intended angle.there was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended tilt motion, which could potentially result in a patient falling from the table, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.